Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant med products and therapy dates: console device; (B)(6) 2020. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the console indicator for the motor device was displaying an e6 (overheat warning) error code. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The motor device was evaluated and the reported condition that the console indicator for the motor device was displaying an e6 (overheat warning) error code was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had component damage, the flex circuit was damaged, and the device was making excessive noise. It was further determined that the device failed pretest for motor thermistor assessment and noise assessment. The assignable root cause of this condition was determined to be traced to component failure due to normal wear.